Event description:
It was reported that the patient had a wet tap during a permanent implant procedure. Intervention took place where the physician performed a blood patch. At post-op patient reported extreme pain and mental confusion, as a result the patient spent overnight in the hospital to address the issue. Currently the patient has effective therapy and has recovered.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000156704.

Manufacturer narrative:
. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.